Event description:
It was reported that externalized conductors on the rv lead were observed during a routine diagnostic imaging. The patient was asymptomatic and will be monitored.

Event description:
New information received notes that the physician elected to explant and replace the lead during a device change out due to normal eri. The procedure concluded without adverse event and the patient was in stable condition following the procedure. The patient will continue to be followed normally.